Event description:
Additional information was received from a manufacturer representative (rep) about the patient's right-sided ins which was implanted for fecal incontinence and gastrointestinal/pelvic floor therapy. The rep reported that when the impedance tested all indicators were green but when they looked at the specific values for electrode 0 and all bipole pairs displayed the values of >4000ohms. And case was 1415ohms. The caller reported that they repeated the impedance test at 1.5v and with reference 0 the impedance values were c 1537ohms 3 2135ohms 2 3050ohms 1 2876ohms the patient was programmed for therapy using electrodes +2 -1 -0. The caller indicated that the therapy impedance test resulted in a value of 108326ohms. The caller did not have access to the patient's handset at the time of the call to provide a serial number from the device. The caller indicated that the patient had two devices implanted and this information was from the right ins. The caller was not with the patient. Tss reviewed information about impedances. The caller stated th at they did not ask if the patient was feeling stimulation during the appointment. The caller indicated that they will follow up with the managing md and patient.

Manufacturer narrative:
This regulatory report is for the patient's right-side ins, see pli 10 regulatory report #(B)(4) for information on the left ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.